Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from the silicone tubing of a uv flash transfer set during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with naked eye and magnification and found a hole in the tubing. Leak testing was performed and found a leak through the hole in the tubing. Clear passage test, clamp function test, and integrity of seal surface testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be a tubing hole. Should additional relevant information become available, a supplemental report will be submitted.